Event description:
Ems personnel were attending to a pt, condition unk. While attempting to monitor the pt, it was reported the device spontaneously lost the ECG display. The operator cycled power and the device operated properly for the remainder of the call. There were no adverse effects to the pt as a result of the alleged malfunction.